Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable aspartate aminotransferase (ast) results on their c501 analyzer. The customer provided 18 discrepant results that were reported outside the laboratory. The physicians questioned the results and the repeat results were generated on (B)(6) 2012 on another c501 analyzer, serial number (B)(4). The first patient's initial ast result was 244 u/l accompanied by a data flag. The repeat result was 23 u/l. The second patient's initial ast result was 223 u/l accompanied by a data flag. The repeat result was 21 u/l. The third patient's initial ast result was 255 u/l accompanied by a data flag. The repeat result was 24 u/l. The fourth patient's initial ast result was 320 u/l accompanied by a data flag. The repeat result was 31 u/l. The fifth patient's initial ast result was 232 u/l accompanied by a data flag. The repeat result was 22 u/l. The sixth patient's initial ast result was 249 u/l accompanied by a data flag. The repeat result was 23 u/l. The seventh patient's initial ast result was 187 u/l accompanied by a data flag. The repeat result was 18 u/l. The eighth patient's initial ast result was 229 u/l accompanied by a data flag. The repeat result was 22 u/l. The ninth patient's initial ast result was 223 u/l accompanied by a data flag. The repeat result was 21 u/l. The tenth patient's initial ast result was 181 u/l accompanied by a data flag. The repeat result was 17 u/l. The eleventh patient's initial ast result was 284 u/l accompanied by a data flag. The repeat result was 26 u/l. The twelfth patient's initial ast result was 179 u/l accompanied by a data flag. The repeat result was 17 u/l. The thirteenth patient's initial ast result was 177 u/l accompanied by a data flag. The repeat result was 16 u/l. The fourteenth patient's initial ast result was 246 u/l accompanied by a data flag. The repeat result was 23 u/l. The fifteenth patient's initial ast result was 151 u/l accompanied by a data flag. The repeat result was 14 u/l. The sixteenth patient's initial ast result was 291 u/l accompanied by a data flag. The repeat result was 28 u/l. The seventeenth patient's initial ast result was 226 u/l accompanied by a data flag. The repeat result was 21 u/l. The eighteenth patient's initial ast result was 281 u/l accompanied by a data flag. The repeat result was 28 u/l. There were no adverse events. The ast reagent lot number was 65168001 and the expiration date was 01/31/2013. The field service representative found that the reagent pack needed to be calibrated after the field application specialist installation. The customer calibrated the affected assay. A successful precision check was performed with satisfactory results.